Event description:
It was reported that a patient underwent a pvc procedure with a thermocool® smart touch¿ electrophysiology catheter and there was an irrigation issue occurred during use on the patient. Initially it was reported that an irrigation inadequate issue occurred. During the procedure, there was an intermittent or low irrigation on the device but not complete occlusion. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received on (B)(6) 2024. The issue was noted during the device being used on the patient. The issue was discovered as the infusion pump has an alarm. They resolved the issue by exchanging to another catheter. Correct catheter settings were selected on the generator. The ablation had not yet begun. The irrigation issue was originally considered non-reportable, however, bwi became aware that the irrigation issue occurred during use on the patient on (B)(6) 2024 and have reassessed the event as reportable. The awareness date for this record is (B)(6) 2024.

Manufacturer narrative:
The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
It was reported that a patient underwent a pvc procedure with a thermocool® smart touch¿ electrophysiology catheter. During the procedure, there was an intermittent or low irrigation on the device but not complete occlusion. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received. The issue was noted during the device being used on the patient. The issue was discovered as the infusion pump has an alarm. The bwi product analysis lab received the device for evaluation on 23-jul-2024. The device evaluation was completed on 26-jul-2024. The device was returned to biosense webster for evaluation. A visual inspection, and irrigation test of the returned device were performed in accordance with bwi procedures. Visual analysis of the returned device revealed that there was a big bent in the shaft close to the handle area. An irrigation test was performed and the catheter failed the test since the irrigation tube was found folded inside the shaft. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer was confirmed. The potential cause of the irrigation issue could be related to the bent in the shaft identified during the analysis. The instructions for use contain the following warning and precautions: purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. Inspect the irrigation saline for air bubbles prior to its use in the procedure. Air bubbles in the irrigation saline may cause emboli. Always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. Do not use the catheter without irrigation flow. Do not manually pre-shape the distal shaft of the catheter by applying external forces intended to bend or affect the intended shape or curve of the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the customer¿s reported ¿irrigation¿ issue. In addition, biosense webster inc. Analysis finding of the ¿bent in the shaft close to the handle area¿. -investigation findings: operational problem identified (c13)/ investigation conclusions: cause not established (d15) / component code: hose (g04069) were selected as related to the customer¿s reported ¿irrigation¿ issue. In addition, biosense webster inc. Analysis finding of the ¿the irrigation tube was found folded inside the shaft¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s reference number: (B)(4).